Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were just started to cooling using arctic sun device (s/n# (B)(6)). The screen reads low flow and earlier read low air leak. Currently flow was 1.1lpm, inlet pressure was -7.0psi, circulation pump was 35%. They confirmed the screen now only reads low and not low air leak. Explained with the neonatal pads the flow will read as low, but as long as there are no audible alerts and the flow remains around 1lpm the device was working as expected. The screen might display low air leak as it was priming. Per additional follow up information received on 21feb2024, nurse noted no further issue during therapy. Device has remained in service and neonate pad disposed of. Based on follow up information received on 21feb2024, device was returned to service after therapy completed.

Event description:
It was reported that they were just started to cooling using arctic sun device (s/n# (B)(6)). The screen reads low flow and earlier read low air leak. Currently flow was 1.1lpm, inlet pressure was -7.0psi, circulation pump was 35%. They confirmed the screen now only reads low and not low air leak. Explained with the neonatal pads the flow will read as low, but as long as there are no audible alerts and the flow remains around 1lpm the device was working as expected. The screen might display low air leak as it was priming.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.